Event description:
It was reported that a buttons on the customer's insulin pump was not responding. A battery change did not resolve the anomaly. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.